Manufacturer narrative:
Device manufacture date: battery packs - 2009. Device evaluation summary: device evaluations of battery packs have been completed. The reported problem was confirmed. The cause of the battery packs not powering up was due to a blown fuse. The battery packs were repaired, retested and restocked. The root cause of the blown fuse cannot be positively identified but was likely random component failure. No adverse event resulted from the damaged battery packs. The pt received a replacement battery packs.

Event description:
A male pt contacted lifecor customer support to report that he was getting ready to change his battery pack and the monitor screen was blank. He stated that neither battery pack would start the monitor. Support sent a pt services representative (psr) to the pt who determined that the battery packs were defective.